Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 96 mg/dl at the time of incident. Customer¿s current blood glucose value was 361 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated that he drive support cap was normal. Customer alleging the insulin pump because the customer was not sure. The product will not return for the analysis.